Manufacturer narrative:
(B)(4). Did any bleeding occur? No. If so how was the bleeding controled? Na. Did the patient receive any blood transfusions? Na. If so how much? Na. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no anomalies were found. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was placed and closed. The device could not get to the green zone. Strange thing was that the stapler could be unlocked and fired (normally when the line isn`t in the green zone, the stapler cannot be unlocked). Rectum was transected with knife. No staples were present in rectum stump. Stump was closed manually with sutures. After that another like device was placed, closed and fired; tissue was transected with knife and looked normal. The rest of the procedure went normally without problems: normal anastomosis was created with a circular stapler; donuts okay. Temporary colostoma was created, but this would have been done had the problem with the device not happened. There were no adverse consequences for the patient.